Event description:
A barostim system was implanted on (B)(6)2024. During a follow-up, it was discovered that the system had low impedance and their ipg was not complying. It was noted that the patient began to show a decline, after an initial improvement in their health status. An x-ray was done and revealed that the electrode was twisted and broken. The physician suggested an electrode replacement, and on (B)(6)2024, a lead revision was done to replace the electrode, and the system was working properly. Part of the broken electrode was left sutured to the right carotid.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).